Event description:
The manufacturer received information that a trilogy evo ventilator was returned reported to have a ventilator service required alarm occur. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During an operational check, the reported "ventilator service required" alarm was not reproduced. Review of the device error log found the critical ventilator service required alarm code e-254 indicating an internal battery communication failure. This ¿internal battery depleted¿ alarm occurred when the internal battery charge level was at 95%. As a verification, charge and discharge tests of the internal battery and functional tests using a dedicated test device were performed; however, the event was not reproduced in any of the tests, and no abnormalities were confirmed. Additional findings not related to the malfunction/issue: device event code e-291 was also noted in the device event log indicating an abnormality in the start/stop signal, and it was confirmed that, after the initial occurrence, it was a reminder alarm. As a verification, repeated operation of the start/stop button and functional tests using a dedicated test device were performed; however, reproduction of the event and any abnormalities were not confirmed. It was determined that a temporary communication failure occurred between the device control unit and the internal battery, and that a temporary malfunction occurred in the circuit that electrically holds the start/stop function; therefore, the system printed circuit board assembly controlling these functions was preventively replaced.

Manufacturer narrative:
The reported failure of the trilogy evo internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.